Event description:
Two (2) discordant falsely elevated carbon dioxide (co2) patient sample results were obtained on a dimension vista® 500 intelligent lab system. The falsely elevated results were reported to the physician. The same samples were reprocessed on an alternate dimension vista® 500 intelligent lab system and lower results were obtained. The lower results were reported to the physician on corrected reports. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2 results.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding two (2) falsely elevated carbon dioxide (co2) patient sample results obtained on a dimension vista® 500 intelligent lab system. Siemens healthcare diagnostics headquarters support center (hsc) completed the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data logs and concluded the event is consistent with a water quality issue. The customer stated that the issue occurred after q-gard water filter replacement during routine water purification module (wpm) maintenance. The customer performed an empty and refill of the wpm tank two times and quality control (qc) recovery returned to within the customer's expected ranges. A potential product issue has not been identified. The instrument is fully operational. The device is performing according to specifications. No further evaluation is required.